Event description:
It was further reported that the device made a "crunch" like sound.

Event description:
It was reported that the spectra penile prosthesis had mechanical failure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The spectra cylinders were visually inspected. Both performed within specifications.